Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity update, the device entered backup mode. The device was reprogrammed successfully, however, the cybersecurity update was not successfully completed. The device remains implanted and the patient was stable with no adverse consequences.